Manufacturer narrative:
The date of the explant was not reported to the manufacturer. The best estimate has been provided in the therapy date and the event date section of respectively.

Event description:
Reference manufacturer numbers: 1627487-2019-06417, 1627487-2019-06418. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the system was explanted. The date of the procedure was not made known to the manufacturer.